Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of "capsular contracture baker grade IV" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information cannot be requested as contact information has not been provided. Reason for reoperation: capsular contracture baker grade IV, edema, anxiety-product/procedure.

Event description:
Patient representative reported "grade IV capsular contracture in the right breast...and increased risk of alcl. Patient has not been diagnosed with bia-alcl." This record is for the right side. The device has been explanted and replaced.